Event description:
It was reported that the tip of the promus stent delivery system (sds) separated while loading it onto the guide wire. The sds did not enter into the patient and another stent of the same size was used to the complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) found blood visible on the tip, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was separated at the distal end of the clear gap, confirming the reported information. The material was stretched and jagged at the separation which suggests that the separation may be related to tensile overload (material stress/fatigue). The proximal end of the tip was stretched for a length of 2 mm. The inner diameter of the soft tip separation was measured and met manufacturing criteria. Tip detachment can be affected by numerous factors including, but are not limited to: manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of a product deficiency, all sds are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested to ensure tip tensile force. It is possible that the guide wire and sds were not properly supported during insertion of the guide wire, resulting in the tip kinking. The subsequent removal of the product likely resulted in the tip stretching and ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for tip detachment for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported tip detachment could not be determined.